Event description:
Reportable based on device analysis completed on 07-mar-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 12 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 12 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows from the proximal to mid-stent region lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.